Event description:
Zenith implant procedure was performed in 2005. Endovascular graft components were deployed successfully showing a seal of the aneurysm. Pt was later discharged from the hospital. Approximately one week post operation, a noted left limb occlusion was observed. Left limb was dilated and stented, with secondary intervention showing a rosulution to the occlusion and good flow through the graft into the vessel.